Event description:
Patient's representative reported "patient has a severe capsular contracture, baker grade IV on the left side with massive pain" and "rupture with silicone leaking". Healthcare professional diagnosis report notes "intracapsular device rupture left side, capsular contracture baker grade iii and IV". Device has been explanted.

Manufacturer narrative:
(B)(4). Date of birth: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient's representative reported "patient has a severe capsular contracture, baker grade IV on the left side with massive pain" and "rupture with silicone leaking". Healthcare professional diagnosis report notes "intracapsular device rupture left side, capsular contracture baker grade iii and IV". Small nodular fibroadenosis- not device related. Device has been explanted and replaced.

Event description:
Patient's representative reported patient "has a severe capsular contracture left side with massive pain" and "rupture with silicone leaking". Physician reported "device bleeding", capsular contracture, baker grade iii/IV, and device rupture discovered at explant surgery. This relates to the left side. The device has been explanted with complete capsulectomy and "autologous fat transplantation as volume replacement after implant removal".

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, b.6, g.2, h.6.

Event description:
Patient's representative reported "patient has a severe capsular contracture, baker grade IV on the left side with massive pain" and "rupture with silicone leaking". Healthcare professional diagnosis report notes "intracapsular device rupture left side, capsular contracture baker grade iii and IV". Small nodular fibroadenosis- not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: device patch with lot number 1774155. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture: unable to observe any openings through the photos provided. Anxiety - product/procedure: unable to observe as it is a medical event that is not related to the device. Lump/nodule-ndr: not applicable as the event is non device related. Clarification to d6a: implant date remains (B)(6)2009.